Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer returned wrong meter. Contact customer. He will returned the correct meter for investigation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. Customer stated he had been obtaining e-5 error as well on day of call. The customer's expected fasting blood glucose test result range is 80 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of hi using truemetrix meter. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer states that his glucose range have been high. Customer states that he was getting the e-5 errors today and run blood test and got hi fasting.